Event description:
Customer reported via phone call. Customer states that insulin is squirting out of the insulin pump. Customer was disconnected while the insulin was squirting out.

Manufacturer narrative:
The insulin pump was received with a broken off end cap. No prime anomaly could be tested due to physical damage to the end cap. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.